Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed battery depletion was indicated (eri) and eri was due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed approximately the week of (B)(6) 2011. High battery impedance led to eri.

Event description:
It was reported that the device reached eri (elective replacement indicator) after less than (B)(6). The device was explanted and replaced. No patient complications have been reported as a result of this event.